Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2015 at 7am, the patient allegedly obtained an inaccurate high results of "419, 319 and 277 mg/dl" with the subject meter. The patient manages his/her diabetes with a combination of diabetic medications (glucophage, humalog and lantis). The patient confirmed that he/she did make changes to his/her usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing their medication on (B)(6) 2015 at 7.45am. The patient claims he/she developed symptoms of sweaty, dizziness, weak and shaky" 45 minutes after the product issue as a result of the inaccurate high results. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. The test strips were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. As the tests strips were not returned within 30 days from the initial complaint retains were ordered for testing; retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.